Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('foreign body eroding through left uterine fundus consistent with essure device') and device dislocation ('migration into abdominal tissue/migration of essure devices location of device: abdomen lining') in a 25-year-old female patient who had essure (batch no. L2843-not valid,901332) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced genital haemorrhage ("abnormal bleeding (general),"), urinary tract infection ("infection (bladder/urinary tract/vaginal): urinary tract"), dyspareunia ("dyspareunia (painful sexual intercourse)") and pelvic pain ("pelvic pain"). In (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), depression ("hormonal changes describe: depression / psychological or psychiatric problems condition: depression"), fatigue ("fatigue"), alopecia ("hair loss") and migraine ("migraines / headaches"). In (B)(6) 2018, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, device dislocation, dyspareunia, fatigue and alopecia outcome was unknown and the genital haemorrhage, depression, urinary tract infection, nausea, migraine and pelvic pain had resolved. The reporter provided no causality assessment for uterine perforation with essure. The reporter considered alopecia, depression, device dislocation, dyspareunia, fatigue, genital haemorrhage, migraine, nausea, pelvic pain and urinary tract infection to be related to essure. The reporter commented: essure insertion detail: the os of the fallopian tube was located on the left side, and essure was deployed in a classical fashion leading 2 rings visible. Right fallopian tube was then addressed, and the os of the fallopian tube on the right side was visualized. Essure was deployed in a classical fashion leading 6 rings visible. There was no significant bleeding. There were no other findings. Essure removal details: on entering the abdomen no disease outside the uterus, was however at appeared to be foreign body eroding through left uterine fun us consistent with essure device ioc: no lesions seen. Cystoscopy bilateral ureteral diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 13-may-2020: plaintiff fact sheet and medical record received. Per medical record event'" uterine perforation" was added. Reporters were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device: migration into abdominal tissue, migration of essure devices location of device: abdomen lining') in a 25-year-old female patient who had essure (batch no. L2843-not valid,901332) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced genital haemorrhage ("abnormal bleeding (general),"), urinary tract infection ("infection (bladder/urinary tract/vaginal): urinary tract"), dyspareunia ("dyspareunia (painful sexual intercourse)") and pelvic pain ("pelvic pain"). In (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), depression ("hormonal changes describe: depression / psychological or psychiatric problems condition: depression"), fatigue ("fatigue"), alopecia ("hair loss") and migraine ("migraines / headaches"). In (B)(6) 2018, the patient experienced nausea ("nausea"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, dyspareunia, fatigue and alopecia outcome was unknown and the genital haemorrhage, depression, urinary tract infection, nausea, migraine and pelvic pain had resolved. The reporter considered alopecia, depression, device dislocation, dyspareunia, fatigue, genital haemorrhage, migraine, nausea, pelvic pain and urinary tract infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 2-apr-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device: migration into abdominal tissue, migration of essure devices location of device: abdomen lining') in a (B)(6) year old female patient who had essure (batch no. L2843, 901332) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced genital haemorrhage ("abnormal bleeding (general),"), urinary tract infection ("infection (bladder/urinary tract/vaginal): urinary tract"), dyspareunia ("dyspareunia (painful sexual intercourse)") and pelvic pain ("pelvic pain"). In (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), depression ("hormonal changes describe: depression / psychological or psychiatric problems condition: depression"), fatigue ("fatigue"), alopecia ("hair loss") and migraine ("migraines / headaches"). In (B)(6) 2018, the patient experienced nausea ("nausea"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, dyspareunia, fatigue and alopecia outcome was unknown and the genital haemorrhage, depression, urinary tract infection, nausea, migraine and pelvic pain had resolved. The reporter considered alopecia, depression, device dislocation, dyspareunia, fatigue, genital haemorrhage, migraine, nausea, pelvic pain and urinary tract infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 21-feb-2020: plaintiff fact sheet and medical records received. Event injury was deleted and device category changed from device other event to incident. Lot number added. Events added from pfs- malposition of essure device location of device: migration into abdominal tissue, migration of essure devices location of device: abdomen lining, hormonal changes describe: depression, abnormal bleeding (general), infection (bladder/urinary tract/vaginal): urinary tract, psychological or psychiatric problems condition: depression, nausea, dyspareunia (painful sexual intercourse), pelvic pain, fatigue, hair loss, migraines / headaches. Reporter information, aka name, lab data were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.